Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank after the battery was changed that day. The pump had sounds and vibratory function. A crack along side of battery compartment along side of battery compartment was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: during investigation, a review of the black box showed no warnings or alarms related to complaint. The display was found to be fully functional and fully illuminated when the pump powered on. The pump was found to power on intermittently with both the returned battery cap and test battery cap. A battery compartment crack was observed. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was removed from the case and evidence of additional moisture was observed inside the pump.